Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of unspecified tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two mitraclips were implanted and while implanting the third clip, it was observed that there was chordal rupture. Third clip was not implanted and procedure was not discontinued. All steps were performed as per IFU. The final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.